Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date: october 21, 2019 to october 22, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered after the bags were delivered to the patients homes. Here was no patient injury or medical intervention associated with this event. No additional information is available.